Event description:
The customer reported to customer service that the power supply for her breast pump would not power the pump. She did not witness any sparking, fire or flame and an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. When the product was received from the customer on (B)(4 )2012, it was noted that the transformer housing was missing two screws and was opened, exposing inner electronics, and a prong was pushed in, though the customer's initial report did not include this. Attempts to follow up with the customer to get additional complaint information are on-going. The product has been evaluated. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed. A visual examination of the power supply revealed the transformer housing was missing two screws and was opened up, exposing inner electrical circuit. Additionally, a prong was pushed into the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply could not be plugged in and the voltage could not be measured. Resistance across the dc plug was measured 2.3 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.9 ohm, which is normal and indicates that the thermal fuse did not blow.